Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and the battery compartment was cracked. This report is made based on results of investigation completed on 11/13/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2013 with the following findings: there were no power issues observed in the black box download. A crack was observed in the battery compartment. The threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. The battery cap contact height and width was found to be in specifications. A test cap was used for testing purposes. The pump powers on normal with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. When a test display screen was used the display functioned properly. (B)(6).